Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2022 a 32mm amplatzer septal occluder was selected for implant. During deployment, a cobra deformation was reported. The device was removed and replaced with a non-abbott device. No patient consequeses were reported. The patient was reported to be in stable condition.

Manufacturer narrative:
An event of device deformity during deployment was reported. A returned device assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, a 9f delivery system was used in the procedure. Please note that per the instructions for use, the recommended size delivery system for use with a 32 mm amplatzer septal occluder is an 12f.

Event description:
It was reported on 15 march 2022, a 32mm amplatzer septal occluder was selected for implant using a non-abbott delivery system. During deployment, a cobra deformation was reported. The device was removed and replaced with a non-abbott device. Prior to the procedure, a small kink was observed on the 9f amplatzer trevisio delivery sheath. The delivery system was never used in the patient. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.